Event description:
The customer reported a defib failure during opcheck.

Manufacturer narrative:
(B)(4). The unit was evaluated at philips, and the symptom was verified. Multiple parts were replaced to resolve the issue. We cannot determine the cause since multiple parts were replaced.